Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial # (B)(4), implanted: (B)(6) 2015, product type: catheter, ubd: 10-apr-2017, (B)(4). Non-healthcare professional (consumer). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving an unknown concentration of fentanyl at 350.2 mcg/day via an implantable pump for spinal pain. It was reported the patient was having surgery on his back to have another vertebra fused and the surgeon cut the catheter to their pain pump on (B)(6) 2018. The patient reported they had told the surgeon about the catheter and the surgeon said it was not a problem, he could work around the catheter. The patient¿s pump was subsequently turned off after the catheter was cut. The patient was inquiring what type of procedure would be needed to get the catheter fixed. The patient reported they thought the catheter was cut towards the spine. Patient services reviewed the information with the patient regarding the potential for a future revision. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) has been added to capture the catheter segment left in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.